Manufacturer narrative:
The device was no returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted via transcarotid approach. The sapien 3 thv with the certitude delivery system (ds) is not indicated for transcarotid approach in EU region. Therefore, this was an off-label operation. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, during procedure, while advancing the valve, the balloon moved when crossing the native annulus, which made the valve not being aligned between the balloon markers. The valve was deployed, despite the valve not being aligned and the valve expanded asymmetrically and jumped into the aorta. Per training manual, confirm placement of center marker within optimal initial center marker zone. In this case, there were difficulties crossing native annulus, leading to valve movement over the balloon. If the crimped valve was not within internal shoulders prior to deployment, the deployed valve could be pushed toward aorta during the deployment, resulting in valve embolized into aorta. As such, available information suggests that use error (not following IFU/training manual) may have contributed to the complaint event. As reported, during procedure, while advancing the valve, the balloon moved when crossing the native annulus, which made the valve not being aligned between the balloon markers and as per medical opinion, the root cause of the valve moving from the balloon was caused by the difficulty crossing the native annulus. It is possible that the delivery system and/or crimped valve interacted or caught on the calcium nodules presented in the native valve during crossing, resulting in the reported crossing difficulty, and the additional manipulation applied most likely caused the valve to move on the balloon. As such, available information suggests that patient factors (calcification) and procedural factors (excessive manipulation) may have contributed the reported events. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences affiliate in germany, regarding an implant case of a 29mm sapien 3 valve in aortic position by carotid approach. During procedure, while advancing the valve, the delivery system balloon moved which made the valve not being aligned between the delivery system balloon markers. The valve was deployed, despite the valve not being aligned and the valve expanded asymmetrically and jumped into the aorta. It was attempted to post dilate the valve and repositioning the valve in a more suitable location but with an unsuccessful result. The patient underwent a surgery to remove the valve. During surgery, an aortic dissection was found. Patient passed away 24h after the surgical intervention.